Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that a routine check of the left ventricular assist device (lvad) during the patient's follow-up visit in the implanting center revealed lacking of light of some system controller icons. The system controller was exchanged for a new one. Log files and a picture were provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the system controller light emitting diodes (leds) not illuminating icons on the user interface (ui) was confirmed during evaluation of the returned product. The heartmate 3 system controller (serial number: (B)(6)) was returned for analysis in an unremarkable condition. Log files were submitted for review and all of the captured data appeared to show the system controller operating as intended. The system controller underwent functional testing, and it was confirmed that several leds were not properly illuminating during self tests. When the display button, or surrounding area, was depressed with force, both pump running leds and battery fuel gauge leds would illuminate. The system controller was disassembled, and the upon manipulation of the ui ribbon cable within the ui panel connector (j1), all leds were able to be illuminated. A test ui panel was connected to the returned ui ribbon cable and system controller, and the led issue resolved. Circuit analysis was performed on the ui panel and all aspects of the circuit functioned as intended. The solder pads of the j1 connector were examined and found to be damaged at several connections. The observed behavior is consistent with the ribbon cable connector (j1) making intermittent contact with the ui printed circuit boad (pcb). The root cause of the reported event was determined to be due to damaged solder pads between the j1 connector and the ui pcb causing intermittent connection; however, the root cause of the damage could not be conclusively determined through analysis. The device history records were reviewed for the heartmate 3 system controller (serial number: (B)(6)) and found to have passed all manufacturing and qa specifications before being shipped to the customer. Heartmate 3 instructions for use (rev b) section 2 ¿system operations¿ and heartmate 3 patient handbook (rev. B) section 2 ¿how your heart pump works¿ explains the system controller user, including all sounds, lights, symbols, and on-screen messages. These sections also explain how to perform a system controller self test to verify function of the user interface and informs the user that the self test should be performed at least once a day. The heartmate 3 patient handbook (rev. B) section 6 ¿caring for the equipment¿ describes how to properly care for and clean all equipment, including the heartmate 3 system controller. Heartmate 3 patient handbook (rev. B) section 10 and heartmate 3 instructions for use (IFU) (rev b) section f, both entitled ¿safety checklists¿, provide checklists to assist the patient in performing routine maintenance of the heartmate 3 lvad. This section also informs the user to replace any equipment or system component that appears damaged or worn. The patient handbook (rev. B) cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.